Event description:
The physician had difficulty removing a trial lead. A portion of the lead separated and remains implanted.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.